Manufacturer narrative:
The valve had moderate calcification, no aortic root calcification. Moderate calcification in sinotubular junction (stj), native annulus and native leaflet.  The delivery system was returned to edwards lifesciences for evaluation, locked at default position, stopcock attached, and ¾ of fine adjust used. The 3mensio images were provided by the site. The figures show calcification present in the patient vessels. Per patient information and 3mensio report, the patient had moderate degree of calcification at the valve, sinotubular junction, native annulus, and native leaflet. The returned delivery system was visually inspected for abnormalities. Blood in the balloon was observed, as well as radial and longitudinal burst; radial burst on proximal tapered section. No relevant functional testing could be performed due to the condition of the returned devices (burst balloon). The complaint was confirmed through visual inspection. Balloon single wall thickness was measured along the burst at six locations. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements met specification. Commander delivery system , device prepping manual and training manual were reviewed for guidance related to the reported complaints. No IFU and training manual deficiencies were identified. Since work order information was not provided, the document revisions effective at the time of complaint occurrence ((B)(6) 2018) were referenced below. The inspections and tests described below are representative of the processes that the delivery system would have undergone during manufacturing. The balloons were 100% dimensionally and visually inspected for the critical drawing specifications including working length, balloon diameter, proximal / distal ids, proximal leg od, and double wall thickness measurements. It is inspected for kinks, bends, scratches, gel spots, crow¿s feet, fish eyes, deformation and contamination. Inflation balloon components for this lot was burst tested under a sampling plan. The balloon size was inspected prior the pleating and folding process using a go/nogo gauge. The inflation balloon was also visually inspected for distorted/pinched folds following the pleat and fold process. The balloon underwent 100% final inspection by both manufacturing and quality for visual defects such as device damage (e.g. Kinks, cuts), distorted/pinched folds, wrinkles or waviness, and fold lines on the inflation and crimp balloon. The devices were 100% leak tested. Post leak test, the balloon covers and inflation balloon were inspected for any damage.  Testing was performed on sample devices during product verification testing. Visual inspection was conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components. The burst pressure of tested units are measured to have a lower tolerance limit (ltl) that is higher than the lower specification limit (lsl). All samples must pass product verification testing for the work order to be released. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Based on visual inspection of the returned device, the complaint was confirmed for ¿balloon burst¿. Review of manufacturing mitigation and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Per information provided by the complaint site, the patient had moderate degree of calcification at the valve, sinotubular junction, native annulus, and native leaflet. It is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences  a detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. Technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. Available information therefore suggests that patient factors likely contributed to the complaint event. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. As such, an engineering evaluation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the inflation of the 29mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system balloon burst. The balloon was 95+% inflated, possibly more when it burst. The valve did not require post dilation, as it was fully expanded. On echocardiogram there was trace-mild paravalvular leak (pvl). All devices were removed, with no injury to the patient. There were no complications with removal of devices, all devices were successfully removed in one piece. There was no sinotubular junction (stj) calcification. The balloon rupture happened at the balloon and shoulder intersection.